Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection and diagnostic imaging revealed no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured and was within specification. The reported event of loss of capture and high capture threshold were not confirmed.

Event description:
During follow-up, increased capture threshold and a loss of capture was observed due to left ventricular (lv) lead dislodgement. Diagnostic imaging was performed and confirmed lv lead dislodgement. The issue was resolved by explanting and replacing the lv lead. The patient was in stable condition and experienced no adverse health consequences.

Event description:
During follow-up, increased capture threshold, a loss of capture, pacing and sensing was observed due to left ventricular (lv) lead dislodgement. Diagnostic imaging was performed and confirmed lv lead dislodgement. The issue was resolved by explanting and replacing the lv lead. The patient was in stable condition and experienced no adverse health consequences.